Event description:
A cartridge alarm was reported by the customer, which did not adversely impact the customer's blood glucose level. The issue did not occur during the load process, and the customer had not previously reported similar alarms with this pump serial number, although consecutive cartridge alarms were confirmed. Technical support decided to replace the pump as a resolution.